Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging an inaccurate on the subject meter of "5.2 mmol/l" compared to "3.1 mmol/l" on a laboratory device. The reporter was unable to provide the time difference between the results. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.